Event description:
It was reported to boston scientific corporation that a wedge tip ureteral catheter was used during a procedure (date unknown). According to the complainant, the tip of the ureteral catheter broke off inside the patient. The tip came completely off. The tip was retrieved from the patient. The procedure was completed without complications using a 5f open end catheter. There were no patient complications as a result of this event and the patient's condition post procedure was fine.

Event description:
It was reported to boston scientific corporation that a wedge tip ureteral catheter was used during a procedure (date unknown). According to the complainant, the tip of the ureteral catheter broke off inside the patient. The tip came completely off. The tip was retrieved from the patient. The procedure was completed without complications using a 5f open end catheter. There were no patient complications as a result of this event and the patient's condition post procedure was fine.

Manufacturer narrative:
Analysis of the returned 5fr wedge tip ureteral catheter revealed residue was not present. The tip was detached from the catheter. There was adhesive present on the distal end of the catheter and inside the detached tip. During the investigation, it was not possible to determine the amount of force that caused the tip to detach. The root cause for this event is determined to be operational context. A review of the device history record was performed and revealed no issues related to the complaint.

Manufacturer narrative:
(B)(4).